Event description:
In 2008, during the american college of phlebology 22nd annual congress conference, a vnus medical rep became aware of 5 adverse events presented by dr during the conference. Dr presented results of his experience in 2007, using the closurefast catheter. During endovenous ablation treatments, 4 pts encountered skin burns. One, which was reported to vnus medical in 2007, and three which had not been reported. (Reference MFR report # 2953189-2007-00014). Additionally during the presentation, dr discussed unraveling of the coil at the tip of a closurefast catheter. This event was also, not reported to vnus and the info in the presentation was limited.

Manufacturer narrative:
On 11/21/08 and 12/01/08, vnus medical contacted dr's office and asked for add'l info. On 12/08/08, via e-mail, dr stated he was putting together the adverse event report. Attempts to obtain add'l info regarding the reported events in dr's presentation have been unsuccessful. A f/u report will be completed upon receipt of any add'l info rec'd.